Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.concomitant products used during the procedure:carto 3 systemmodel #: m-4800-01serial #: (B)(4)cool flow irrigation pumpmodel #: m-5491-02serial #: (B)(4)ez steer thermocool navigation catheter (product discarded by the hospital)model #: d-1292-04-slot #.: 15302626m(B)(4)

Manufacturer narrative:
(B)(4). During service of the stockert generator involved in the skin burn incident reported, no issues were found. Functional and safety tests were done as well preventative maintenance. The device history record for this stockert 70 rf generator (B)(4) was performed and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that the day after an afib procedure, a skin burn on the mid/lower back - close to the sacrum was noted under the grounding patch (valley lab (B)(4)). Degree of skin burn was unknown. The patient declined dermatology treatment as noted by the nurse. Silvadene may have been applied since it is the facility's standard procedure, however it was not confirmed. Patient's follow-up visit on (B)(4) 2011 stated that the wound at this visit was small, approximately 3mm in diameter, triangle shaped with visible eschar present. No drainage and does not appear infected. Patient stated skin burn has been healing. The patient will contact the clinic if wound is not healing. The lab manager stated that there was no notable malfunction of the stocker generator. No generator setting was provided.